Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with broken battery tube threads and reservoir tube lip. The insulin pump was received with minor scratches on lcd window and reservoir tube window. The insulin pump was received with cracked case at display window corners. The insulin pump was received with corroded battery tube. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 75 mg/dl at the time of incident. Customer also reported they had six different button error alarms. Customer also reported the insulin pump was dropped on the concrete floor. The customer also reported a crack on the insulin pump and a chunk missing from the insulin pump. The customer's blood glucose was 110 mg/dl at the time of incident. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.